Event description:
It was reported that the device was explanted on the same day (2008), due to regurgitant flow and required replacement. It was additionally reported that the pt had an add'l heart valve implanted and explanted on the same day. Please refer to medwatch report number 60002-2008-08211. No other details were provided.